Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a revision breast reconstruction surgery with mentor memorygel 560cc silicone breast implants which the left side had issue with capsular contracture unknown baker grade, and right side ruptured after implantation. The issue of rupture confirmed by the physician. As a result patient underwent bilateral removal and replacement with another mentor silicone device on (B)(6) 2019. This report is for the left side.